Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No anomalies were noted in the sterilization record. The device exhibits normal characteristics.

Event description:
A report was received that the patient's ipg eroded through the skin. The physician chose to remove the entire scs system to prevent further complications. The patient was doing well post-operatively.

Event description:
A report was received that the patient's ipg eroded through the skin. The physician chose to remove the entire scs system to prevent further complications. The patient was doing well post-operatively.